Event description:
An aus device was implanted on 8/17/88. The balloon was revised in 6/92. The cuff was revised on 10/9/95. The entire device was removed from the pt on 1/20/97, due to infection, and replaced.